Event description:
The pt initially reported that her stimulation system had been turned off for some time, but she was experiencing a burning and discomfort in the pocket. The pt further reported that while the stimulation was turned off, the following occurred; a shocking or jolting sensation around pocket site (especially when bathing) and numbness in her left leg (same side as pocket site) at random times. The pt stated that it began approximately 18 months ago. The pt had significant weight loss and noticed that the stimulator moved quite a bit in the pocket site. The pt was encouraged to contact her hcp. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.